Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis high blood glucose on an unknown date. The customer blood glucose was 170 mg/dl. The customer reported that they had keypad anomaly and buttons were hard to press. The customer declined troubleshooting for high blood glucose. The customer reported that the time clock was advancing. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with operating currents within spec. Unit passed displacement test, self test and a21 error test. Unit alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Unit received with intermittent esc and act buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Insulin pump received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Insulin pump received with stained end cap sticker and back address serial number label. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.